Manufacturer narrative:
Additional info: additional information was received and it was learnt that the lens was implanted in the patient's eye and to date it remains implanted. (B)(4). The intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number of the lens was not provided, therefore the manufacturing records for the intraocular lens could not be reviewed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Unknown if the lens was implanted and unknown if explanted. Device manufacture date(s): unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were calcium looking deposits on an intraocular lens (iol). The account commented that it was unsure if the issue was related to the injector or the lens itself. No further information was provided.